Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the ar-13995n, multifire scorpion needle broke off in the patient. The risk manager reported the broken tip was not retrieved, and remains in the patient's rotator cuff. There are no portions of the needle available to return for evaluation as all retrieved portions were discarded. The needle was being used with ar-13999mf (lot: 10309594). The surgeon does not plan to perform a second procedure to retrieve the broken fragment.